Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 4 unopened hydrosil intermittent catheters were received. Visual evaluation noted no obvious defects. Samples were tested and the catheters' od measured to be 0.1660" and 0.1635", which were found to be within specification (0.157" +/- 0.013"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter tips have gotten bigger, which allegedly made it very painful for the user to insert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter tips have gotten bigger which made it very painful for the user to insert the catheter.